Event description:
It was reported the pt had a stimulator placed in 2005 (buttock placement) for treatment of pain. The pt had been receiving good stimulation and had been recharging the device approximately every 3 weeks. The pt would recharge when the device got to about a 50% charge level. There were never any issues until 2007 when the pt could not get telemetry with the recharger or the pt programmer. The pt was still receiving stimulation. The pt attempted to troubleshoot and got an error code. The pt was seen about one week later. The pt still had stimulation at the beginning of the visit. Telemetry was still not possible with the recharger, pt programmer, or the physician programmer. Four physician mode resets were attempted with no success. During one of the resets, the pt indicated the stimulation turned off. It was later determined the stimulation turned off between the first two physician mode resets. It was not possible to get the stimulation turned back on. No emi issues were recalled. After a week of no stimulation, the pt went back to taking oral pain medications. All attempts to troubleshoot the device and restore stimulation failed. The device was replaced at about one month later. Following the replacement the pt was reportedly "doing well."

Manufacturer narrative:
Final device analysis results revealed - seam weld anomaly (fluid leakage into the ins can). Analysis of the device indicated a small amount of foreign material was found under the connector cover. During functional testing there was no telemetry even after two physician mode recharges. On visual inspection a seam weld anomaly was found. This report is being submitted following an internal audit. See scanned pages.